Event description:
It was reported by the customer that at the start of a third molar tooth removal a piece of the bur guard sheared off, since it was jagged it caused a small cut to the pt's upper lip, and a burn to the pt's bottom lip. The customer reported the burn and cut were not that severe as they were treated with bacitracin when the pt left the office. The case was completed by changing to another drill. No add'l treatment was provided to the pt.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval the tech noted visual evidence, black traces, that the nose cone of the handpiece cam into contact with the bur guard. Preventive maintenance was performed on the handpiece and returned to the customer.